Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with redness, infection, and pimples, under entire patch area. The reporter stated that they noticed the symptoms a few hours after the sensor was inserted. The patient was taken to a healthcare provider (hcp), and the reaction was treated with a prescription of cefdinir. At the time of the report the skin reaction was still healing, and the patient had just started that day to take the antibiotics. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
Cmpl(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).